Event description:
The customer reported to vyaire medical that the cable, dcar communication host case 15ft EKG acquisition module experienced intermittent failure during patient stress test. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.